Manufacturer narrative:
The returned product was examined visually under magnification, and a primarily brittle fracture with an absence of metal fatigue was confirmed. A conclusion cannot be drawn based on the lack of information concerning the circustances of this plate break. Additional mdrs associated with this event:(B)(4).

Event description:
The patient, who have been implanted with an aculoc 2 plate construct, fell down and the plate broke. The plate and screws were explanted.